Manufacturer narrative:
Followed-up with the user facility via telephone and in writing to obtain additional information regarding the reported device procedure and patient was performed but with no results. The referenced device was not returned for evaluation. However, a photo provided by the user facility confirms the entire tip at the distal end is missing. In addition, there is an unknown marking ¿10/18 *r¿ near the middle of the shaft of the device indicating a third party repair. There is no picture of the model number, lot number or the proximal end of the device. The original equipment manufacture (OEM) conducted a review of the device history records (DHR) for the concerned lot number which indicates there are no deviations or non-conformities during production. The instruction manual provides warning to mitigate the risk of patient injury which states, ¿impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged.¿ as a preventive measure, the manual states ¿visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures).¿

Event description:
The manufacture was informed that during a transurethral resection of a prostate (turp) procedure, the tip at the distal end of the device fell off into the patient. The doctor was able to retrieve the tip from the patient and the procedure was completed using similar equipment. There was no patient injury reported.